Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the bulkhead connector. The system then passed the system checkout and was found to be fully functional. The bulkhead connector was returned to the manufacturer for analysis. Analysis found no fault with the returned bulkhead connector. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system would not communicate with the hospital network. This issue was noted outside of a procedure, and there was no patient involvement.